Event description:
It was reported via study that the catheter tip dislodged and the patient experienced unspecified drug withdrawal symptoms including vomiting, diarrhea, and flu-like malaise resulting in hospital stay. Radiologic testing revealed the catheter tip had dislodged into soft tissue in an unspecified location. It is unk what intervention was undertaken. The patient recovered quickly from the withdrawal symptoms. The pump contained morphine sulfate 25 mg/ml at a dose of 17.872 mg/day.